Event description:
Information received by medtronic indicated that the insulin pump has a short battery life. Customer stated they have gotten a new battery cap but the issue was not resolved and has been getting low battery alert. Customer was using a new aa lithium battery. No harm requiring medical intervention was reported. Customer will discontinue using the device. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side near the corner of the belt clip rail, cracked keypad overlay. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed active current measurement and sleep current measurement tests. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery--19 alerts from 08/01/2021 to 08/05/2021. All of these occurred less than the expected interval of 2 weeks of each other. The adapt tool reveals that the following unusual pump errors occurred around the event date: pump error 53 (file number=2005, line number=5632). The case was cut open. After visual inspection, there is corrosion in/around the following: pcba2--j1, lcd flex cable terminal. After inserting a known good pcba2 and a known good pcba1 into the test case, the current measurements fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the current measurements fell read high, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the current measurements fell within spec. In summary, the customer¿s report of short battery life was confirmed during testing. The high current measurements are due to the moisture damage on the pins of the pcba2 j1 connector. Pump error 53 (file number=2005, line number=5632) is due to a software error. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.